Event description:
Additional information was received that the patient was brought into the office and the shock impedance was back to its normal range in the 40 ohm range. All other measurements were within normal limits, thus the isolated out of range value was thought to be emi and no further evaluation was performed. The physician will continue to follow the patient via the remote home monitoring system. There were no adverse patient effects.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement. Upon review of the daily measurements it was noted that most impedance measurements were within normal limits. The patient performed an interrogation through the remote home monitoring system and a reading of zero ohms was observed. Boston scientific technical services (ts) was consulted and discussed possible electromagnetic interference (emi) and to inquire what the patient was doing at the time the reading came through along with bringing the patient in for evaluation. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.